Manufacturer narrative:
(Remote evaluation). (Rebooted system). Subsequent calls to the customer indicated that the terminal server is working as intended. The customer stated that they are not returning the terminal server for repair since it is working after the reboot. The device was not returned. Therefore, no further investigation can be conducted.

Event description:
The customer indicated that they were unable to connect any of their wired propaq monitors to their acuity central monitoring system after an emergency generator test. Welch allyn technical support assisted the customer with troubleshooting and verified that their terminal server ((B)(6)) was locked-up and needed to be rebooted. The customer did cycle power the terminal server and all their wired propaq monitors communications were restored. Customer indicated there was a ups connected to the terminal server seemed to be in working order. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events. The customer did not provide any pts information.